Manufacturer narrative:
The device is not available for analysis. The literature article information did not describe device performance allegation. Based on the information available, the reported patient symptoms are known risks associated with this procedure type and are noted as such in the device labeling. A probable cause of known inherit risk of the device was assigned to this investigation.

Event description:
It was reported in the international urology and nephrology that a retrospective study was conducted to evaluate the safety and efficacy of the 180-w greenlight laser (gl) xps plus bipolar transurethral resection of the prostate (turp) for the treatment of a prostate volume (pv) beyond 100 ml. A total of 79 patients with pv bigger than 100 ml who underwent gl-xps plus bipolar turp were enrolled from january 2014 to december 2022. The following boston scientific products were used during the procedures: greenlight laser xps. Regarding postoperative complications, 6 patients experienced temporary recatheterization during admission, 4 patient developed urge incontinence, and 1 patient had stress incontinence. Five patients presented dysuria due to urinary tract infection and only patient required a surgery due to hematuria. It was also reported that 1 patient developed urethral stricture. The combination of bipolar gl-xps and turp provided a durable, functional outcome in patients with a prostate greater than 100 ml with a follow-up of over 36 months. It is concluded that it is safe and feasible to use this hybrid technique in treating larger prostates over 100 ml. Most of all no patients needed retreatment over the 36 months of follow-up.

Event description:
It was reported in the international urology and nephrology that a retrospective study was conducted to evaluate the safety and efficacy of the 180-w greenlight laser (gl) xps plus bipolar transurethral resection of the prostate (turp) for the treatment of a prostate volume (pv) beyond 100 ml. A total of 79 patients with pv bigger than 100 ml who underwent gl-xps plus bipolar turp were enrolled from january 2014 to december 2022. The following boston scientific products were used during the procedures: greenlight laser xps. Regarding postoperative complications, 6 patients experienced temporary recatheterization during admission, 4 patient developed urge incontinence, and 1 patient had stress incontinence. Five patients presented dysuria due to urinary tract infection and only patient required a surgery due to hematuria. It was also reported that 1 patient developed urethral stricture. The combination of bipolar gl-xps and turp provided a durable, functional outcome in patients with a prostate greater than 100 ml with a follow-up of over 36 months. It is concluded that it is safe and feasible to use this hybrid technique in treating larger prostates over 100 ml. Most of all no patients needed retreatment over the 36 months of follow-up.